Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the probable cause for the deviations reported is a mobile spine, as this was a revision surgery with previous screws and rods, and once removed after registration, the stability of the construct was compromised, causing the new trajectories to deviate from the original plan. A surgical technique may have been a contributing factor, and a platform shift cannot be ruled out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a l2-l5 with the guidance system with k-wires, it appeared that the top left two levels were lateral and top right two were medial. Reregistered and thought they were still lateral on the left and medial on the right. Reregistered again and was accurate on the left, but medial on the right still. The trajectories were deviated between 3.5 and 10 millimeters (mm). This was a revision case and there was hardwire on l4-l5. Navigation was aborted and the surgeon freehanded the right side. This resulted in a surgical delay of less than one hour. There was no impact on patient outcome.